Event description:
It was reported by service report that the footend oxygen bottle holder was installed incorrectly and the in-ambulance shutoff assembly is missing form the locking bar. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Oxygen bottle holder was installed incorrectly, in-ambulance shutoff assembly is missing from the locking bar.